Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The reported malfunction was observed in a video provided by the customer. Without evaluation of the device the root cause cannot be firmly established. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to a zoll medical approved service provider for evaluation. The customer's report was observed during initial evaluation but unable to be verified. The device was returned to zoll medical corporation for further evaluation; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. Review of the device activity logs did not show any faults that could be associated with customer report. The smart pneumatic module board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure - 1001" and ?runtime calibration failure ? 1051? Error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure - 1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.